Event description:
It was reported that a cassette alarmed no disposable on two pumps. There was no patient injury reported.

Manufacturer narrative:
A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when required. No information provided to date.